Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a stomach surgery, after triggering the first magazine, the sleeve on the front part came off. There was a plastic sheathing on the joint of the device that had partially detached. Because there was a risk of plastic parts entering the situs, the device was therefore replaced. An additional device was opened and the operation ended with no influence on surgery and no influence on patient safety (no patient consequence).

Manufacturer narrative:
(B)(4), date sent: 04/22/2021, d4: batch # u5aa1u. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sc45a device was returned with joint cover damaged and with an ecr45g partially fired 1/10 reload loaded on the device. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to an improper handle of the device. It is possible that while loading the reload, it was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload leading to an incomplete firing cycle. Additionally, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.